Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose on unspecified dates ranged from 33 mg/dl to over 500 mg/dl with unspecified ketones, extreme thirst, extreme urination, nausea, and shortness of breath. It was reported the patient was most recently treated by a healthcare provided on (B)(6) 2015 with phone advice, insulin via injection, and an insertion site change. The reporter noted the patient remained on pump therapy after pump replacement and the pump¿s settings were recently changed by the patient¿s healthcare provider. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. This complaint is being reported because the reported blood glucose excursions were attributed to an inaccurate delivery issue of unknown cause.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 04/13/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal operation or related issues. The total daily dose basal history correlated appropriately to the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.